Event description:
It was reported that two days post implant the patient presented to the emergency room complaining of pain in the lower left chest area. Interrogation showed an increase in rv lead threshold, no capture, and decrease in r wave. Diaphragmatic stimulation also occurred. Chest x-ray confirmed perforation from the right ventricular (rv) lead. The physician planned to reposition the lead, however in the procedure the lead exhibited high threshold and decreased impedances, so a new lead was requested. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).